Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that his blood glucose level was 404 mg/dl. The customer was assisted with filling the tubing. The infusion set was in the wrong spot. The device was not returned.